Event description:
It was reported to boston scientific corporation that a suturing cinch was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure closure using x-tack in the ascending colon, the doctor and tech attempted to cinch close the x-tack system. The suture was cut but the cinch handle broke. The tech was able to retrieve the beaded rod and tried to use a hemostat to release the peek plug from the catheter, but it did not work. Next the scope was removed leaving the catheter in place. The doctor inserted the scope back in the patient to the emr site. The tech attempted to use rat tooth forceps to hold the peek plug in place while the doctor pulled the catheter. At this point the x-tack suture broke but the defect stayed mostly closed. All devices were retrieved from patient. The doctor decided not to use additional devices to complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a suturing cinch was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure closure using x-tack in the ascending colon, the doctor and tech attempted to cinch close the x-tack system. The suture was cut but the cinch handle broke. The tech was able to retrieve the beaded rod and tried to use a hemostat to release the peek plug from the catheter, but it did not work. Next the scope was removed leaving the catheter in place. The doctor inserted the scope back in the patient to the emr site. The tech attempted to use rat tooth forceps to hold the peek plug in place while the doctor pulled the catheter. At this point the suture broke but the defect stayed mostly closed. All devices were retrieved from patient. The doctor decided not to use additional devices to complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Device evaluation: the suture cinch was returned for analysis. The suture cinch returned with the control wire broken and detached from the handle. Additionally, the cinch was undeployed and a part of the suture was returned stuck between the plug and the collar. The reported event was confirmed. The control wire was broken and detached from the handle. Most likely procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the control wire to break, and the cinch failure to deploy. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.